Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during the implant procedure, the lead had dislodged during fixation. While attempting to reposition the lead, loss of capture was noted on the lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.